Event description:
On (B)(6), 2011, bsc became aware of an event involving an endostat ii electrosurgical unit that was used during a colonoscopy procedure performed on (B)(6), 2011 (see manufacturer report # 3005099803-2011-03672).according to the complaint, the unit produced noise and would not cauterize. The active cord, foot switch, snare, and grounding pad cord were all replaced, which did not resolve the issue, and the target polyp in the patient's colon was subsequently "cold snared." This resulted in excessive bleeding, which the physician resolved by injecting epinephrine, thereby completing the procedure. The patient's condition at the conclusion of the procedure was reported to be good. Following the procedure, the biomedical engineer at the account tested the unit and found it to be working properly.as the complainant reported that all accessory devices were replaced during troubleshooting, a console issue was initially suspected. However, during evaluation of the returned endostat ii electrosurgical unit, it was noted that the foot switch was functioning intermittently. Although this issue was unknown at the time of the procedure, it likely contributed to the complaint event.

Manufacturer narrative:
(B)(4): visual evaluation of the returned device found it to be in good physical condition, and both pedals functioned properly during mechanical evaluation. During electrical testing, however, it was noted that the foot switch was working intermittently. The foot switch was replaced and the system passed the endostat ii return evaluation procedure. The complaint of lack of cautery was confirmed; the foot switch was found to be defective, subsequently causing intermittent output. No issues with abnormal noise were noted, however. The foot switch failure likely occurred due to long or extended use. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was noted.